Event description:
The customer reported that the screen on this unit was flashing. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the screen on this unit was flashing. The customer changed out the unit's branch cable with a spare one they had and this resolved the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided:

Event description:
The customer reported that the screen on this unit was flashing. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on this unit was flashing. The customer changed out the unit's branch cable with a spare one they had and this resolved the issue. There was no patient injury reported. Investigation summary: the issue was resolved by replacing the branch cable. The branch cable is used to connect the g9 to a digital video (dvi) system, sound system, or alarm indicator. The cause of the issue was cable failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received.